Event description:
It was reported that unspecified bd¿ insyte 22ga leaked blood. The following information was provided by the initial reporter: it was reported that control valve is not stopping the blood from backflowing, causing blood to pour out onto the patient.

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided video and noticed that blood was leaking from the catheter but could not identify if this catheter had a blood control feature. There are two different types of insyte autoguard units. One unit comes with a septum in the catheter to prevent backflow and the other is just a basic catheter. Without a physical sample available or a material number and lot code the engineer could not differentiate between the two to determine if there was leakage beyond the septum or just the non-blood control catheter. Since the engineer could not make a determination they were unable to verify the reported defect or determine a possible root cause. H3 other text.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ insyte 22ga leaked blood. The following information was provided by the initial reporter: it was reported that control valve is not stopping the blood from backflowing, causing blood to pour out onto the patient.